Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that during routine pump refill, 3ml of residual volume was expected but 12ml was aspirated from the pump. No withdrawal symptoms or symptom return reported; however, patient has been taking oral dilaudid since (B)(6) to help with recovery from a cardiac surgery. Patient describes the pump being very loose in it's pocket since her cardiac surgery in december. No other factors reported. Hcp intends to schedule patient for a dye study in the coming weeks. No actions were taken to resolve the issue. Additional information was received from the hcp via the rep on 2021-feb-09 indicated the cause of the volume discrepancy was not determined. The dye study was not scheduled yet and the cause of the pump being loose was not determined. No actions or interventions reported at this time. The issue was not resolved.